Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016-product analysis: the device was returned and evaluated by product analysis on 12/29/2015 with the following findings: the keypad was found to be damaged. Evaluation revealed all keypad buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. The ok button contact was missing. Unrelated to the complaint, a battery compartment crack was observed. Moisture was observed within the battery compartment. The bolus button cover was damaged. Investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.